Event description:
It was reported that the vertical lift column on the 9900 system would not work, and the monitor went blank during a case. Also the lock handle was broken. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed, when additional details become available.